Event description:
Caller reported a malfunction in tandem source, identified as a pump malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and instructed to call back if the malfunction code reappears, which the caller acknowledged and understood.